Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer took the insulin pump off to take a shower and when she reconnected, it alarmed. Customer's blood glucose was 218 mg/dl. Customer removed the battery in attempt to resolve the alarm but it persisted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No button error alarm noted during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.